Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, CT scan demonstrated that there is no large filling defects present in the main lobar or segmental pulmonary arteries, however, it was reported that pulmonary embolism cannot be excluded in sub segmental branches. Also, within the left ventricle apex of the heart, there was a ventricular aneurysm with dense serpentine filling defect consistent with thrombus. Seven years followed by that; CT scan revealed that ivc filter evaluation showed an ivc filter with apex of the filter above the level of the right renal vein and at the level of the left renal vein. There appears to be mild anterior tilt with the apex of the filter touching the anterior wall of the ivc. Also, there are findings of perforation with one of the superficial struts comes in very close proximity with the right gonadal vein. The distance between the ivc wall and one of the distal struts measures 4 mm. Therefore, the investigation is confirmed for filter limb perforation. However, the investigation is inconclusive for filter tilt. Because the mr states that "there appears to be mild anterior tilt with the apex of the filter touching the anterior wall of the ivc." Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated into the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that approximately seven years and six months, a CT scan revealed that the ivc filter was tilted and touching the wall, perforating the ivc, and one of the struts sticking out was in very close proximity with right gonadal vein. The patient was diagnosed with pe post filter implant. The current status of the patient is unknown.